Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: bd sars-cov-2 reagents for bd max¿ system. Eua #: (B)(4).

Manufacturer narrative:
Investigation summary: the complaint of "false positive" was reported against the bd max instrument, catalog number 441916, serial number ct2013. Customer reported receiving false positive report on bd sars-cov-2 patient samples. Customer tested patient sample on the bd max instrument and received positive results, but when tested on geneexpert and seegene, the results were negative. Field service was dispatched for decontamination but it did not resolve the issue. Review of the database shows true weak amplification on raw curve. Root cause cannot be determined with the information provided. Complaint is unconfirmed as an instrument issue. No parts were returned to bd for investigation. The investigation consisted of a review of the instrument installation, service history, and related complaint data. No new risks, trends, or hazards were identified. Bd will continually monitor for trend. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: bd sars-cov-2 reagents for bd max¿ system eua #: (B)(4).